Event description:
A langston v2 catheter was used in a clinical procedure. The physician noticed air in the ao line outside the catheter. Another langston v2 catheter was used with the same result. No patient impact was reported.

Manufacturer narrative:
The reported event involved two langston v2 model 5540 catheters from two different lots, lot 55868 and lot 557599, used consecutively with identical results. The account did not provide information about which device was used first so identical event descriptions were provided in MDR 2134812-2012-00034 (for lot 555686) and this MDR (MDR 2134812-2012-00035 for lot 557699). Device discarded by physician.